Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during trailing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information this device was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed gouges and signs of repeated use, but no fracture. Device history record was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.